Manufacturer narrative:
(B)(4). This sterile cover is provided with the revolution catheter and is provided by an OEM manufacturer. A review of the device history record indicates that there were identified quality conformance issues associated with the device lot. The device has not yet been returned to volcano, a supplemental report will be submitted upon evaluation of the device.

Event description:
User reported that sterilization drape packaging was open upon receipt. Device was not used on patient.